Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
The patient's wife called to inquire "about the law suits against cordis since the stents cause heart attacks". She states while her husband has had many stents of all different types and in various vessels (endovascular and cardiovascular ), they have all been cordis products. She states that her husband has had a heart attack each year for the past 3 years, which she thinks is related to the stents. The patient has been experiencing mild chest pain since his last heart attack in 2006. No additional information will be forthcoming as the patient's wife requested for cordis not to contact the patient's cardiologist.